Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a broken tip. The user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that material was detached from the portion of the instrument that enters the patient¿s body, however, it was stated that the incident did not involve a fragment actually falling inside the patient¿s anatomy. There are no photos or videos available for intuitive surgical to review regarding this event. The reporter stated that there was no injury to the patient related to this incident.